Event description:
A customer reported that an ophthalmic operating system with laser non-functional. Procedure details and patient harm was not reported. Additional information has been requested, none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was able to replicate the reported issues. The core module and footswitch were both replaced to address the issue. Both were returned for testing for this investigation. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for ¿complaints reported against this serial number was performed¿. There were no similar complaints were reported for the product serial under investigation. A visual assessment of the returned laser core revealed no obvious nonconformances. The returned laser core module was installed into a calibrated system and tested per specification. The reported event was unable to be confirmed or replicated. The footswitch was received for testing on this investigation. A visual assessment of the returned sample revealed kinks along the footswitch cable. The returned footswitch was connected to a calibrated system and tested. The reported event was confirmed and replicated. The reported event is attributed to the nonconforming footswitch cabling. The laser core met specification. The reported event was unable to be confirmed or replicated. The root cause of the reported issue, is attributed to the nonconforming footswitch cabling. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections d9, h3, h6 and h11 the company representative was able to replicate the reported event. The nonconforming core module and footswitch were both replaced to address the issues reported. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to the nonconforming core module and footswitch. As to which part replaced, resolved the issue, remains inconclusive. Therefore, the root cause is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).